Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as unavailable and will not be returned for analysis. A manufacturing record evaluation was performed for the finished device 30869298l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 60-year-old male patient weighing 88.0kgs underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. Complication: tamponade. Procedure: ¿left avrt¿. Catheters used: stsf, webster cs, webster quad. After mapping, they ablated the accessory pathway successfully. After the ablation, the surgeon performed some extra ablation points in the same area. An echocardiography was performed after, and a tamponade was discovered. The surgeon had to perform a pericardiocentesis. The patient has an ICD implant 10 years before. During the case, the ablation was performed during tachycardia. The tachycardia terminated during ablation, the ventricle relaxed and then contracted again. The physician thinks that in this moment, the catheter lodge and the perforation was created. The physician thought that they should have paced from right ventricle rv catheter when the tachycardia was terminated to avoid this. The day the adverse event occurred was reported to be (B)(6) 2022.the adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. Outcome of the adverse event was fully recovered (no residual effects). Effusion terminated after pericardiocentesis. Patient required one more night in the hospital, in order to check that the patient was stable. Generator information, make, model, serial number included ngen generator. Ngen system (B)(4). Ngen console sn (B)(4). Ngen power supply (B)(4). Pump sn (B)(4). Sw version: 7.1.80.33. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability used for the visitag module was location stability: maximum distance 3mm, minimum time 3secs. No additional filter used with the visitag. Color options used prospectively was time. Brk-1 transeptal needle xs st jude medical was used. Ablation was performed prior to noting the CT. No evidence of steam pop. The event occurred during ablation phase. The ablation was performed at 35w and irrigation settings were at 15ml/min. Correct catheter settings was selected on the generator. Pump switching was always at 15ml/min flow during ablation. No error messages observed on biosense webster equipment during the procedure. Catheters not available. Discarded by nurses during pericardiocentesis.